Event description:
In 2009, the pt's wife reported that the up button of the pt's infusion device does not work. The pt noticed this two days prior, when he pressed the button to bolus for elevated blood glucose of 432 mg/dl, and the infusion device did not beep. He then changed the infusion set and injected insulin (amount unk) to lower his blood glucose. At 10:00 pm, the pt's blood glucose measured 34 mg/dl and he disconnected from the infusion device and drank orange juice and ate 10 glucose tablets. At 11:00 pm, his blood glucose measured 110 mg/dl and he reconnected to the infusion device. The next day, his blood glucose measured in the "80's" mg/dl, when he woke up and after dinner, he realized that the up button was still not working and he switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.